Event description:
It was reported that after a sensor change, the user experienced high blood glucose readings reported at 400 mg/dl while using the ilet system and observed a pump occlusion alert; the user replaced infusion supplies, after which glucose values began to decline. Symptoms included hyperglycemia without other clinical signs or conditions, though the user reported feeling agitated. Outcomes included no health consequences or impact. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to further characterize a device problem or component involvement beyond the reported occlusion. It was concluded, based on previously established findings for similar reports, that the cause was not established.